Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation after takin a fall and the left s1 drg lead exhibited high impedances. Additionally, the patient also experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced and the ipg was repositioned to address the issue. Therapy was restored post procedure.